Event description:
It was reported that the lead exhibited high threshold measurements of 6.5 volts compared to implant at 0.7 volts. It was thought that the lead had micro-dislodged. A repositioning procedure was scheduled for a near future date. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the lead exhibited high threshold measurements of 6.5 volts compared to implant at 0.7 volts. It was thought that the lead had micro-dislodged. A repositioning procedure was scheduled for a near future date. The lead remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.